Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the clip was inverted and became stuck in the chordae. Troubleshooting was performed to remove the clip, during which the chordae ruptured. The clips were removed from the patient and the procedure was discontinued without implanting any clips. The final tr has worsened to grade 5. There was no additional intervention was performed for the injury.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (anatomy). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy appears to be related to procedural conditions (clip stuck on chordae after inversion, manipulation below the valve). The reported tissue injury is a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.